Manufacturer narrative:
Investigation summary: this complaint is for high mic results for tobramycin (nn) with proteus mirabilis when using panel phoenix nmic-475 (catalog number 449728) batch number 5127435. Customer returned panels, isolates or phoenix generated lab reports were not available for the investigation. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was analyzed, and no current trends were identified associated with this defect. Historical trending was reviewed and there were no trends for high mic results for panel sku 449728. To investigate, retention panels from the complaint batch were inoculated with in house isolate proteus mirabilis a29906 to observe for nn mic results. Next, control panels from the same material but different batch were inoculated with in house isolate proteus mirabilis a29906 to observe for nn mic results. The investigation returned all panels with satisfactory susceptible nn sir and mic results; therefore, this complaint is not confirmed. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the panel phoenix nmic-475 a patient isolate (proteus mirabilis) had high mic (false resistant) results for the drug tobramycin. The user stated, "they confirm the tobramycin results for proteus if: tobramycin is resistant and gentamicin is resistant with amikacin as sensitive." The user verified the final result using kirby bauer testing. No health impact or consequence reported. This is report 10 of 10.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the panel phoenix nmic-475 a patient isolate (proteus mirabilis) had high mic (false resistant) results for the drug tobramycin. The user stated, "they confirm the tobramycin results for proteus if: tobramycin is resistant and gentamicin is resistant with amikacin as sensitive." The user verified the final result using kirby bauer testing. No health impact or consequence reported. This is report 10 of 10.